Manufacturer narrative:
(B)(4).should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during initial drain. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm and advised the hp to start over with new supplies. On (B)(6) 2011, product surveillance spoke with the hp who confirmed he did not disconnect during therapy and did not notice anything unusual with the setup at the time of the alarm. The hp stated he started over with new supplies and resumed therapy without any problems. No patient injury or medical intervention was reported.